Manufacturer narrative:
(B)(4). Returned product consisted of a guidezilla guide extension catheter. The device was bloody inside and outside. The tip, distal shaft, collar and hypotube was microscopically and tactile inspected. Inspection revealed a partial separation at the collar of the device. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable based on device analysis completed on 12-oct-2017. It was reported that crossing difficulties and shaft kinked occurred. The target lesion was located in the mildly tortuous and moderately calcified distal left circumflex artery (lcx). A guidezilla¿ guide extension catheter was selected for use. During procedure, the device was unable to cross the severely tortuous ostium of the lcx during advancement. Consequently, it was noted that the device became kinked. The guidezilla was then removed from the patient's body and the procedure was completed using a different device. No patient complications were reported. However, device analysis revealed that partial separation at the collar was noted on the guidezilla.